Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when merlin transmissions were not being received by the clinic. During device check, interrogation could not be completed using rf wand, only inductive telemetry was available. A device download was successfully performed and rf telemetry was restored. Patient monitoring will continue.